Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an angiojet® zelante dvt¿ catheter. The pump, shaft, and tip were microscopically examined and functional testing was performed. The device would not prime and it was observed that there were two hypotube breaks in the shaft; 71cm and 81.5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2016. It was reported there was a failure to prime. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure. During preparation, there was an error message and they were unable to prime the catheter. There was saline leaking around the priming port. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.